Event description:
It was reported that during an infusion set change with a contact detach infusion set, the connector was not seated correctly, and the user was instructed to restart the set change to prevent unintended insulin delivery or leakage; the user reported no leakage and confirmed the new connector was installed correctly. Symptoms included none reported. Outcomes included no clinical impact and no need for medical intervention. Investigation included technical support troubleshooting and user education on proper infusion set connection. Investigation of this case revealed user setup error related to improper connector engagement, resolved by replacing the infusion set and correctly attaching the connector. It was concluded that the event was due to user handling and that the device functioned as designed after correct reinstallation.